Event description:
It was reported that the lead was opened but not used due to patient anatomy. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that distal conductor was distorted, the outer insulation cosmetic cut and the lead was damaged at implant.